Manufacturer narrative:
Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure on an unknown date. There was no issue during device set-up. According to the complainant, during the procedure, the first band failed to deploy. Another turn of the handle was made and it was noted that two bands were deployed. The procedure was completed with the same speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.